Manufacturer narrative:
There is more information on the device evaluation. Additional information received from customer. Customer provided information on their reprocessing. During reprocessing, an air water channel cleaning adapter being used for pre-cleaning, which is done immediately after a procedure. Pre-cleaning is performed by following the wipe, suction, flush, steps. The endoscope channels are brushed during manual cleaning with a single use alkapharm alk-cat-k brush. The detergent used is im med cleanstage two and the disinfectant is peracept 15. The automatic endoscopy reprocessor used is steelco and ezcept is used with it. All reprocessing personnel are trained on how to properly reprocess an endoscope. The device history record review confirmed that device conformed to specifications at the time of shipping. Since the foreign material found in device was non-olympus and plastic in nature, and based on past investigations, it is possible that fragments of the injection tube, silicone rubber product or the like entered the air/water channel and remained in the air/water nozzle. User can properly detect the suggested event by handling device according to the following instructions for use (IFU) statement and sections: operation manual: preparation and inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual: inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function.

Manufacturer narrative:
Additional information is not yet available for this event. A full technical evaluation was completed for the returned device in accordance with the original equipment manufacturer (OEM) specification. Foreign debris was found protruding from the air/ water nozzle. The unknown debris appears to be plastic in texture and not originated from the device. An intermediate repair is required to return the instrument to the OEM specification. The switch buttons 1 and 2 were leaking, conforming the user¿s complaint. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for repair of the issue of leaking from buttons 1 and 2 during reprocessing. There is no reported harm or adverse impact to any patient. During initial inspection of the returned device, foreign debris was found protruding from the air/ water nozzle. This medwatch is being submitted for the reportable malfunction of foreign material found during device inspection.